Event description:
After docking the patient to the laser machine, the loi lost suction and fluid was moving up the tubing toward the laser input valve/connection. Product has patient contact but no patient harm. New loi was used to complete the case.